Manufacturer narrative:
H11 : patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported by the patient that infusion set tube was bent due to which patient transported to hospital because he was unconscious and receive IV drip. Hyperglycemia is treated with bolus. No further information was available.